Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient lost a significant amount of weight and as a result ipg migrated. Surgical intervention was undertaken on (B)(6) 2022, wherein the ipg was revised and the ipg pocket was moved higher up on the patient. No product was explanted. Therapy was restored and pain/discomfort at ipg has been resolved.